Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2019 product type lead product ID 97715 lot# serial# (B)(4) implanted: (B)(6)2019 explanted: product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that replacing the 8 through 15 lead resolved the high impedance issue. It was indicated that the explanted lead and ins were thrown away by the hospital so would not be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead; product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s doctor replaced their battery. It was reported that upon connecting the leads to the battery, the same contacts showed red on connectivity and had high impedances with impedance testing. The physician wiped the lead at contacts multiple times, but showed the same as the old battery. The doctor made the decision to only replace the battery and will replace the lead at a future surgery. The rep indicated that they were able to program the contacts 12, 13, 14 and the patient felt stimulation at pw 800, rate 60 with intensity turned up to approximately 7.5. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient felt random increased intensity of stimulation described as "zaps" of high intensity. Potential environmental factors were unknown. Impedance testing showed contacts 8-12 were all >10000. The program used by the patient had an anode at electrode 12. The manufacturer representative programmed electrodes 13-15 which provided coverage to the patient's painful areas. They planned to use the new program and would change it if the increased intensities occurred again. If that occurred the patient would work with their health care provider (hcp) for a potential revision of the 8-15 lead. The manufacturer representative also tried programming the 0-7 lead but it was not providing coverage on the correct side the patient needed. No further complications were reported.